Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in san antonio, united states. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: the unit does not heat up above 37 degrees celsius. As troubleshooting the patient bridge was replaced, functional verification checks were performed and passed. The system has been declared ready for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, that would not heat up on the patient circuit. The issue occurred during procedure. There is no report of patient injury.